Manufacturer narrative:
During inspection and testing, the nozzle was clogged and foreign material was found protruding from the air/water nozzle due to insufficient reprocessing. The foreign material appeared to be a white brush-like material. The material did not originate from the endoscope. The reported event (leak) was not confirmed. In addition, angulation was reduced, corrosion was evident on the plug body, air and water flow did not meet specification due to the nozzle being clogged, and water removal functionality did not meet specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during maintenance, the scope was leaking. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found protruding from the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Inspection of the channel cleaning brush (bw-20t, except sif-q260) (bw-9y, for sif-q260 only): confirm that the brush head and the metal tip of the distal end are securely in place. Check the brush head for loose or missing bristles" "inspection of the channel-opening cleaning brush(mh-507): check the brush head for loose or missing bristles" "warning: the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.